Event description:
While freeing up the ventricular lead it was noted that the atrial leads insulation had deformed along with the conductor being bent and offset. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.